Event description:
It was reported that while stimulation was turned on, there was never therapeutic effect. Physician recommended a new programmer with different program capabilities to improve her therapy. It was reported that the device changes positions from where it was set. There was only pain reported from the device. The next appointment with the doctor was (B)(6) 2011. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).